Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: b)(4).

Event description:
It was reported to resmed an astral device failed to recognize the power source and failed to charge its internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an engineering investigation. The customer was provided a replacement device. Review of the device data logs confirmed the reported device failure to recognize the power source and revealed a battery inoperable alarm. Based on all available evidence and complaint investigations of a similar nature, the reported device failure to recognize the power source was due to physical damage of the device power supply unit and the battery inoperable alarm was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device failed to recognize the power source and failed to charge its internal battery. There was no patient injury reported as a result of this incident.